Event description:
The reporter stated that the surgeon had inserted a collamer single piece lens model cc4204bf into patient's eye with no injury to patient or damage to the lens. However, due to patient's pre-existing condition known as pseudoexfoliation which causes the patient's capsule and zonules to be weak the doctor realized that the capsule was too weak to support this lens. The incision was enlarged to remove the lens and put a lens in the anterior chamber, a suture was required. No vitrectomy performed. The reporter stated that there was no product malfunction, that it was due to patient's pre-existing condition.

Manufacturer narrative:
A visual inspection of the returned product shows a small tear in the optic/haptic junction. Clear surgical residue on the lens. Both sides of the optic & haptics were checked for rough/sharp edges which were found to be acceptable. It should be noted that the injector, foam tip plunger and cartridge were not received for evaluation.